Event description:
It was reported that the user¿s ilet stopped receiving glucose readings after a dexcom g7 sensor pairing issue, and the user was guided to toggle g6/g7 settings and reenter the four-digit pairing code, with instruction that pairing could take up to 30 minutes and to call back if unsuccessful. Symptoms included no reported adverse physiological effects and no change in blood glucose at the time of the call. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with confirmation of cgm setting selection and reentry of the cgm pairing code. Investigation of this case revealed an unsuccessful cgm-to-ilet communication due to pairing failure consistent with a connectivity or setup issue, with no evidence of device malfunction of the ilet hardware or pump components. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication failure during cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.